Event description:
The patient had a history of high-grade av block, and had a pacemaker implanted five years ago. Soon after the pacemaker implantation, the patient had a perforation of the right ventricular lead and a new right ventricular lead was placed last year; bypass surgery following that, was noted to have atrial lead malfunction with noncapture and poor sensing. The patient appeared to have symptoms related to pacemaker syndrome. Removal of pacemaker leads: stylet was placed in the body of the lead and the lead was dissected down to the anchoring sleeve and using manual traction, the lead was eventually removed. The patient appeared to have some adhesions proximal to the tip of the lead, but the tip of the lead appeared to be normal with no myocardial tissue. The patient did not have any hemodynamic compromise during this lead extraction, which was monitored closely with the anesthesiologist using transesophageal echocardiogram. The patient tolerated the procedure well with no complication.